Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the returned device and found the distal end frame dented with sharp edges. The middle portion of the outer tube was found to be bent causing the image to be foggy. In addition, the telescope imaging was noted to be foggy/blurry due to debris inside the optical lens. Based on the evaluation findings, the dented/sharp edges on the distal end frame are attributed to impact damage and mishandling. The instruction manual warns users ¿to ensure patient safety and continued satisfactory performance, perform the prescribed inspections and operational tests as recommended. Check the outer surface of the shaft prior to each use to make certain that the instrument is free of any cuts, holes, rough surfaces, sharp edges, or protrusions. Do not use if damage is suspected or discovered.¿

Event description:
Olympus was informed that during a cystoscopy procedure, the scope was noted to have sharp edges and broken rod lens which resulted in no visibility. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.